Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed with an unknown cause. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. A slight external dent mark on the catheter shaft was noted but no pinch was observed at the location of the dent mark. The following functional test was performed: tested using lab syringe, unable to inflate the balloon with 10cc of water. Instead, the inflation funnel filled with water and ballooned out. Deflated and repeated using quick fill technique and achieved the same result. Cut the catheter after the dent area and inflated the balloon with 10cc water using lab syringe and the balloon inflated and deflated without difficulty. No leak was observed. Cut the catheter on the dent area and observed under microscope, looks like the dent caused from outside. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that during the pretest, the balloon could not be inflated. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the balloon could not be inflated. The catheter was replaced.